Event description:
Last night they had an occurrence with a p7916 phototherapy light. The model number is p7916. There was no pt in the 2200 stabilet. There was a staff nurse standing about 3 feet from the stabilet when the phototherapy unit 'snapped'.

Event description:
Last night co had an occurance with a p7916 phototherapy light. The model number is p7916, the serial number is p7916-0388. There was no baby in the 2200 stabilet. There was a staff nurse standing about 3 feet from the stabilet when the phototherapy unit 'snapped'.